Event description:
My husband used the icy hot heat therapy air activated heat - arm, neck, and leg. Upon removal of the patch, a burning sensation was extremely painful and remained so for several hours. The skin was burned so severely that bandages and ointments were administered to the patch area. After six months, it is still extremely sensitive. After recent examination, his dermatologist recommend and did perform a biopsy on the spot, and we do not yet know the results of the biopsy. Dose or amount: patch, frequency: used one time. Dates of use: 2007. Diagnosis or reason for use: painful arthritis.